Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.50 x 24 synergy ii drug-eluting stent was advanced to treat the lesion but failed to cross. The stent delivery system (sds) was removed and the lesion was dilated with a balloon. A 3.50 x 12 stent was then delivered and successfully implanted. The 3.50 x 24 synergy ii drug-eluting stent was then attempted to be used again; however, it was realized that the stent was not on the sds. The stent was not found and it is unknown where and when the stent became dislodged from the sds. The procedure was completed with a different stent. No patient complications were reported and the patient¿s status was good.